Event description:
Patient reports one brand new tubing set gave her high pressure alarm issue immediately after attaching and trying to start the pump. Patient stated that she checked for kinks in line or clamped tubing which there was nothing she could find. Patient was able to successfully change tubing to another tubing which resolved the pump alarm. No problems with pumps. No changes in breathing/side effects to report. Patient kept tubing lot number 4257024, expiration date unknown). Advised patient to hold on to tubing for now in case manufacturer requests it back. No other information known. Return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of pump when alarm occurred is unknown. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual product available for investigation? Yes; did we [MFR] replace the product? Yes; did the pt have a backup product they were able to switch to? Yes; was the pt able to successfully continue their therapy? Yes; is the therapy life sustaining? Yes. Reported to (B)(6) by pt/caregiver.